Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient indicated the artificial urinary sphincter (aus) was not working as incontinence was experienced. The patient stated the device only worked for a short time after implant.